Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded act, down and up button on keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported a button error alarm. The blood glucose reading is 298 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.